Event description:
Healthcare professional reported a left side capsular contracture baker grade iii and "particles in valve." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases and one linear opening. A microscopic analysis and leak test were performed which identified one linear opening striated. Based on the device analysis the final assessment is one opening striated in the side anterior assessed as surgical damage.

Manufacturer narrative:
Additional/changed and/or corrected data : a.4., g.1.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Healthcare professional also reported "particles in valve.'' Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Device remains implanted.